Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited camera is black with a little bit of static. The issue occurred during inspection for use before the patient room. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the customer's allegation was confirmed. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the event reported is caused due to faulty cable. The most probable cause of the complaint is cause traced to component failure likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.